Event description:
The patient was revised because of osteolysis and poly wear of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event however evidence suggest the liner may not have been properly engaged, thus resulting in the suspected disassociation. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.